Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 5 of 6 on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) air had entered the setup. The hp recycled the power and advised the hp therapy had ended and the hp would need to start over with new supplies or do a manual exchange. The proper disconnect procedure was explained to the hp. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, they were made aware of the alarm and the home patient (hp) was re-educated on the proper disconnect and reconnect procedures. Per the pd rn, the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in set) occurred during dwell 5/6 was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.